Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated result code to reflect failure analysis results, removed electrical component (battery pca).

Event description:
It was reported to philips that the device was not charging the batteries. There was no reported patient or user involvement and no adverse patient/user impact. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. Upon conclusion of the analysis, no fault was found with the battery pca. As no fault was found with the battery pca , the cause for the reported failure has been isolated to the power pca which was also replaced.

Event description:
It was reported to philips that the device was not charging the batteries. There was no reported patient or user involvement and no adverse patient/user impact.